Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic was torn off. Clear surgical and reddish residue/ debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the lens tore. The lens was removed. No patient injury.